Event description:
Patient reported "my doctor wants to do a dye study on my pump because he thinks the catheter has separated from the pump. It appears that way under x-ray and the pain it has been controlling for 4 years has returned." Manufacturer device registration records indicate the infusion system was implanted in 2002 for treatment of pain and failed back surgery syndrome. The pump was reported to be delivering morphine. Additional information has been requested from the patient's physician regarding the reported events, and a follow up report will be sent when new information is received.